Event description:
It was reported that the patients lead had high impedances. The patient underwent an lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was kept by the medical facility.